Manufacturer narrative:
H3/h6: the system was serviced in the field and the break out box (bob) was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A05 was coded for the connector sleeve on the cable end of the break out box being damaged. A1102 was coded for the no localizer connected message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the connector sleeve on the cable end of the electromagnetic navigation interface unit is damaged/loose. When plugging the electromagnetic navigation interface unit into the navigation system, the system faulted to no localizer connected. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot #: 603002021 h3: the concomitant 9735825 product was returned to the manufacturer for evaluation. Analysis found that there was a damaged connector and bent/missing pin. The lemo connector was 1/2 disassembled and the clam shell and outer sleeve were jammed together. The sleeves were removed and a new lemo was assembled. With a new lemo the breakout box (bob) was fully functional. Previously reported b01, c07, and d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.